Manufacturer narrative:
A complete lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed rising pacing impedance and capture threshold on the right ventricular lead. The lead was explanted and replaced. The patient was discharged.